Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a device interrogation showed a high number of short v-v intervals on the right ventricular (rv) lead. A possible device setscrew issue was suspected. An x-ray was scheduled for a future follow up visit. It was further reported that the patient feels a very minor discomfort at the pocket site that comes and goes. The device and rv lead remain in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that an x-ray was performed and there was no identifiable reason for the short v-v intervals.